Event description:
Patient reported left side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and underweight. A microscopic analysis was performed which identify broken sharp in the patch shell bond edge and device appearance a separation between the patch and the shell is observed according to (B)(4) for code ¿ss¿ it is considered a defect, an additional investigation will be opened. Based on the device analysis the final assessment is: a sharp broken on patch/shell bond edge to an unidentified (tear) opening. Observed separation in the path and shell according to (B)(4) under the ss code is considered workmanship.

Event description:
Patient reported left side rupture. Device explanted.